Event description:
The following information was reported: the balloon lost pressure at the 2nd stop. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: diagnostic peripheral sheath size: 6f vessel size: 6 mm stick location: medium vessel type: arterial.

Manufacturer narrative:
The returned date was corrected. Corrected to reflect device evaluated by manufacturer? "Yes." An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a pin hole in the balloon, approximately 6 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the pin hole could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1508401) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1508401) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).